Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their sensor alarms for high blood glucose, but not for low levels. The customer states their blood glucose level went from 62mg/dl to 42mg/dl. Troubleshoot was conducted and two alarms for low blood glucose were found. The customer was advised to upload to carelink to further evaluate the alarm history. No further assistance needed.